Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause is undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter healthcare professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies peritoneal dialysis (pd). On (B)(6) 2011, the patient developed peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient was administered reflin injection (1 gram, ip, "od") and flucon injection (1 gram, ip, "od"). The outcome for the event was unknown. Dianeal and extraneal therapies were ongoing. The reporter stated the event was unrelated to dianeal and extraneal. The root cause of the peritonitis was unknown.